Event description:
A malfunction alarm identified as malf 16 was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer was advised to switch to multiple daily injections to maintain insulin delivery while technical support arranged for a pump replacement.